Event description:
It was reported that during a laparoscopic adjustable band procedure, while implanting the band the surgeon went to close the band and it broke in half. They opened another one and placed it successfully. There was no patient impact.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.